Manufacturer narrative:
(B)(6). A visual inspection of the returned device found the basket closed with the sheath severely kinked and torn into two pieces. A portion of the sheath was loose on the drive wire. The basket was lodged within the silver portion of the sheath with no deformation to the basket. Because the complaint event states the device was used to retrieve several stones, the most probable root cause for this complaint is operational context.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation on april 7, 2010 that a zero tip nitinol stone retrieval basket was used in a flexible ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket was used to remove several stones. However, when the physician attempted to open the device inside the patient on an additional pass, the retrieval basket would not open. There was no stone in the basket when the malfunction occurred. Another zero tip nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."